Manufacturer narrative:
The explanted stent and lot number have been requested from the reporter. Microstent malposition, iritis, iris touch, foreign body sensation, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon informed ivantis that a patient with reported normal angle anatomy underwent cataract surgery with implantation of the hydrus microstent. When penetrating the trabecular meshwork and entering schlemm's canal there was a small amount of heme that interfered somewhat with visualization during the latter portion of the procedure. The surgeon thought the final device position was acceptable, but later clarified that she could not be certain due to poor visibility. The patient was examined by the surgeon's fellow on postoperative day 1; at this visit the patient's visual acuity was 20/20 with an intraocular pressure (iop) of 13 mmhg. The surgeon examined the patient one week postoperatively and observed that the device inlet was positioned fairly long inside the anterior chamber and was in contact with the iris. The patient complained of intermittent foreign body sensation and 1-2+ cells were present in the anterior chamber. The cornea was clear with stable iop. On (B)(6) 2019, the microstent was explanted due to iris touch and an alternate glaucoma procedure was performed. The explant procedure was uneventful and the patient is now doing well with good visual acuity and satisfactory iop. The surgeon suspects that the patient's canal anatomy may have contributed to the device malposition.

Manufacturer narrative:
The explanted stent was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Manufacturer reference #: (B)(4).